Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the stylet was cut and placed with catheter. It was the first time using the groshong catheter for the physician. The catheter and the stylet were cut and placed together. After placement, blood withdrawal failed. When flushing, leakage from catheter connector was found. Under x-ray, it was confirmed that stylet was left in the catheter. Finally, only the stylet was removed. No patient harm reported.